Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Event description: the complaint started about ¿the number of grey pads inside the syringe¿ and was closed via investigation at vetter pharma. Now another question has arisen, that is about the needles that might have caused a defect. Tmaik 07february2025: additional information here are the complaint details: bd trackwise (B)(4). Short description: recipharm - clogged needle - 320216 - pen needle initial reporting location: (B)(6) event description: the complaint started about ¿the number of grey pads inside the syringe¿ and was closed via investigation at vetter pharma. Now another question has arisen, that is about the needles that might have caused a defect. Catalog number: 320216 description: pn 29gx 12.7 europe bd lot numbers: 1314117 date of event detection: 15.10.2024 sample availability (yes/no)? No was someone (patient, health care worker, etc.) Affected/harmed? No.